Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected stuck button alarm, low battery alarm, power loss alarm, or any additional alarms noted during testing. No damage or moisture damage on keypad assembly and no unlocked electrical board 1 keypad connector noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm and not responding. Customer's blood glucose level was 6 mmol/l. Customer stated that the insulin pump was flickering between screen. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.